Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion. During first inflation at 10 atmospheres the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).